Event description:
It was reported that the pump battery was intermittently not charging. The customer tried using multiple different cables. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned